Event description:
It was reported that the patient had their scs ipg replaced due to the battery dying sooner than expected. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.